Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device was dropped and the device screen was damaged. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.